Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following an accident, the patient was not able to charge the ipg. It was also reported that the patients ipg site was swelling. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.